Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system and no delivery tests. No excessive "no delivery" alarms noted. Device had broken belt clip slot, cracked battery tube threads, reservoir tube lip, scratched reservoir tube window, lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms while he was trying to do a correction bolus. Customer's blood glucose was 435 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.